Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer visited the ER on (B)(6) 2016 due to a high blood glucose exceeding 600 mg/dl. The patient experienced lethargy, paleness, upset stomach, and nausea. The patient was treated by manually inserting her infusion set since her serter was missing. As a result of her manual insertion, the infusion set cannula became bent and caused the high blood glucose. The patient's blood glucose at the time of call was 343 mg/dl. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.